Event description:
It was reported that difficulty was experienced extracting the platinum plus guidewire from the pt resulting in the wire becoming uncoiled. During the pta of the stenotic shunt lesion, resistance was encountered during insertion of the guidewire. Following advancement, the wire could not be passed through the target lesion. Resistance was then encountered during guidewire removal. Upon application of additional force the guidewire became uncoiled near the distal end. The guidewire was successfully removed from the pt. A new device was used and the procedure was completed successfully. No pt injuries or complications were reported. The pt's condition was reported to be "good."